Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced frequent low blood glucose events during day and night while using the ilet system despite trying different settings, leading the user to determine the device was not a good fit and to pursue a return. Symptoms included hypoglycemia with fatigue, with lows detected and alerted by the device and corrected with oral glucose. Outcomes included no need for medical intervention and no assistance from others. Investigation included review of the complaint details and user-reported low glucose questionnaire. Investigation of this case revealed no device malfunction was identified based on the information available, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.